Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient took acetaminophen. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm readings was confirmed. However, it was reported that the patient had taken medication(s) that contain acetaminophen. The dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). Taking medications with acetaminophen while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.